Manufacturer narrative:
On 11-aug-2016, conmed corporation received one (1) used/damaged airseal 5mm access port from the user facility for evaluation. An evaluation and visual inspection of the returned device by the quality engineer did verify the reported problem of the "distal tip breakage". However, in this instance, the damage observed on the device is believed to be use related, where the device was being used as a retractor. The evaluation results further indicated that there was no indication of a manufacturing defect. Since the involved device was returned to conmed for evaluation, this follow-up and final report is being submitted to provide the evaluation findings.

Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was discarded at the user facility due to contamination and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This device is a vendor item and the certificate of conformance indicated that the product from this lot #744-15 met final inspection and product release acceptance criteria. This lot was manufactured on 28-dec-2015. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history for this device showed a total of (B)(4) complaints of tip breakage, including this complaint. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4) percent. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. Device was discarded at user facility.

Event description:
The user facility reported that during use of the airseal 5mm access port in a sleeve gastrectomy procedure, the access port "broke off" in the patient. The surgeon believes the broken piece may still be in the peritoneal cavity or that it fell outside the patient. As reported, despite the surgeon attempt and time spent searching for the broken tip after the procedure was completed, the broken piece approximately 3-4mmx7mm could not be found. The procedure was otherwise completed with no patient injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.